Event description:
Pt status post implantation with right orbital titanium plate, returned to another surgeon presenting with orbital adherence syndrome and diplopia horizontally and vertically following repair of the right orbital floor and medial orbital wall fractures. Surgeon removed the plate and revised the pt to nonadherent nylon foil implant.

Manufacturer narrative:
Implant date approximately (B)(6) 2010. Synthes is unable to provide the manufacturer, PMA/510k number, and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be requested.